Event description:
Patien originally had #6 left pca primary implanted 7/17/85. Revised 12/26/90 for prosthetic loosening with #3 left pca midstem cemented. Large active patient complained of pain two years post-op. Surgeon found #4 broach loose at time of surgery and question whether #5 midstem would be too large. Breakdown of cement/bone interface developed into osteolysis. #3 midstem removed and rebroached for #6 left longstem. Femoral grafting required and dall miles cables needed after shaft broke upon implantation of #6device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.